Event description:
It was reported the device was not working properly. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head passed a systems test with a known good programmer. Moving the cable back and forth did not result in the loss of telemetry. The rf head cable was found frayed. (B)(4).